Manufacturer narrative:
Initial.

Event description:
It was reported that the user encountered an ¿unable to proceed¿ message during a supply change, with no alerts displayed, after which a dry run succeeded and a subsequent supply change with new supplies allowed delivery to resume. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no need for medical care or hospitalization. Investigation included guided troubleshooting over the phone, removal and replacement of supplies, and verification of successful device operation after the supply change. Investigation of this case revealed that the issue was resolved by completing a dry run and replacing the supplies, consistent with a transient pump restart or supply-related interruption without persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user and procedural factors related to the supply change.